Manufacturer narrative:
The returned product was tested for dough time, setting time and handling characteristics. All results were within specification and the product has behaved as expected. A complaint database search finds no additional reports against the provided product and lot combination. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The root cause for this complaint would appear to be improper storage of cement prior to use and failure to adhere to IFU requirements. No evidence was found indicating product error was a contributing factor to the reported event and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Smartset cement is setting hard very early and the powder which was inside is looking like cmw1 ( little hard ) and not even becoming sticky.